Manufacturer narrative:
(B)(4). Date sent: 10/12/2020. D4: batch # t5cy7x. Device analysis: the analysis results found that the cdh25p device arrived with no apparent damaged. The device still had the staples, confirming that the device was not fired. Upon installation of the battery, the green check mark was illuminated, indicating that the device was not reset before staples were loaded during manufacturing process. Attempts to reset the device using a reverse battery were unsuccessful. The device however could be fired and reset by shorting the pcb pins of the flex connector. The cause of the initial inability of the device to reset could not be determined. The weld separation that was found on the shrouds around the battery was concluded not to have impacted the function of the device since the battery stayed in place and functioned properly during testing. A new washer was placed on the device and tested for functionality. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and met the release criteria. Per the condition of the sample received appears that device was fired during manufacturing process but not reset before reloading the staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that ecps was inserted in patient to create anastomosis. Device however did nothing upon pulling the trigger. As the device did not fire upon pulling the trigger (although the back light went on), a second device was opened, and the battery of the second device was inserted into the first device. Again, nothing happened. When using the second device (with the anvil of the first device), a correct anastomosis was created.